Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not able to operate; after logging on there is not any operational functions available. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the customer had reported being unable to operate the station, after logging in. A technical support specialist (tss) had dialed into the station, logged in, and successfully tested the button functionality. Tss then updated the customer for confirmation of functionality. The tss advised the user to check on the user access on the station whether the user already assigned to the area if the issue still persists. The system functioned as intended after the technical support specialist verified the device.